Manufacturer narrative:
The report of hemolysis was confirmed based on the evaluation of the returned device. Although the reported malposition of the inflow conduit could not be conclusively confirmed through this evaluation, examination of the lumen of the inlet tube revealed a very thin deposition of tissue adhered along one side of the proximal edge. Although a specific cause for its development could not be conclusively determined, the growth may have resulted from the suspected malposition of the inflow conduit; however, the deposition did not appear to be affecting blood flow through the conduit and there was no other evidence of deposition or thrombus formation inside the inlet tube, graft conduit, or the inlet elbow. The distal side of the inlet stator revealed a tissue-like thrombus formation adhered surrounding the inlet bearing cup. The deposition showed evidence of denaturation and appeared to form in laminated layers indicating that it likely developed on the bearing over an undetermined amount of time while the pump was in operation. Examination of the rotor revealed a tissue-like deposition wrapped around the outlet bearing cup. The deposition lacked laminated layering indicating that it did not originate in this location; however, its specific origin could not be determined. The deposition showed areas of denaturation indicating that it was present while the pump was in operation; however, a duration in which it was present in the pump could not be determined. The observed depositions found on the inlet bearing cup and outlet bearing cup would have potentially contributed to the reported hemolysis. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was functionally tested under normal operating conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a pump exchange to another manufacturer's device due to hemolysis and suspected inflow graft placement. No further information was available.

Manufacturer narrative:
The lvad was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.